Event description:
Customer called to report she is having trouble with the priming process on the insulin pump. Advised that when priming the insulin she needs to see insulin coming and numbers on the display screen. Customer had lost 200 units of insulin trying to prime. Advised to try another infusion set and to call back when changing the set so the outcome can be documented. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).